Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient did not know the cause of the infection and her health care professional (hcp) never told her. The patient stated that her hcp took the device out and the patient was left with a very large, open wound to be packed until it closed up. The patient noted that about 10 months later another device was implanted on the other side. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Explant date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had bleeding and an infection in 2007 at the implant site and device was explanted 2007. The patient had to wait 9 months to heal and get rid of infection before a new ins could be implanted in 2008. After the infection, the devices have worked great for her. No further complications were reported or are anticipated.